Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer's father reported via phone call that the insulin pump was not functional. Customer's blood glucose was 500 mg/dl at the time of incident. The father reported the insulin pump powered down when the customer attempted to bolus. The father also reported the buttons were unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.